Event description:
This supplemental report is being filed to provide additional information that the electrode was successfully repositioned. The pulse generator remains implanted. The shock impedance has dropped to 100 ohms. There were no additional adverse patient effects. It was reported that the low energy daily shock impedance measurement was 255 ohms. A review of the device history data found an inappropriate shock. Technical services recommended an xray to confirm good system placement. A 10j shock was performed and the impedance was 181 ohms. The xray was reviewed by technical services, and it was advised that the electrode could be placed a little deeper. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the low energy daily shock impedance measurement was 255 ohms. A review of the device history data found an inappropriate shock. Technical services recommended an xray to confirm good system placement. A 10j shock was performed and the impedance was 181 ohms. The xray was reviewed by technical services, and it was advised that the electrode could be placed a little deeper. There were no additional adverse patient effects. The system remains implanted.